Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cubie failure. A field service engineer inspected drawer 1.2 and noticed liquid present on the fascia panel. During diagnostics to remove the pocket, pocket a1 was found not to open, so it was manually released. Upon inspection, the tray showed signs of liquid damage and was replaced. The system was then booted into the application to allow configuration, followed by running acceptance tests in diagnostics. The customer performed an inventory count on the affected medication, confirming that all functionalities had been fully restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubie was inaccessible. However, there were no delays, adverse events or injuries reported based on this event.